Manufacturer narrative:
Customer initially reported that their adc meter did not turn on. The product was returned and investigated. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their adc meter displayed a frozen screen. The product was returned and investigated and a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.